Event description:
During a ptca treatment procedure involiving a calcified and 99% stenotic lesion in the proximal portion of a somewhat tortuous circumflex coronary artery, the quantum maverick monorail balloon was suspected to have ruptured at 18 atmospheres on the second inflation. (The number of atmospheres reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The quantum maverick monorail catheter was removed and replaced with a maestro catheter to complete the procedure. A whisper guidewire (size unknown) and a wiseguide guide catheter (size unknown) were also used in this case, but the size and type of introducer sheath and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.